Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch due to high out of range pace impedances on the right atrial (ra) lead. At this time, an x-ray has been performed and the patient was seen for a follow-up appointment. No programming changes were made and the patient is being monitored. The products remain in service. No adverse patient effects were reported.